Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, they remain implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a plate backed out and fractured. The plate was implanted in cartilage instead of bone. The patient experienced pain and clicking. During a conference call with the surgeon the patient's scans were reviewed and removal of the broken plate was recommended, however no solution was identified. The surgeon is still deciding on next actions. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Functional testing and inspections could not be performed due to the products remaining implanted in the patient. However, post op scans were provided which showed the following: there appears to be a ribfix implant on rib 8 which spans rib bone and costal cartilage. Also apparent is a fracture at one of the screw holes near the middle of the plate. A conference call was held with the surgeon where the product manager discussed proper technique with the surgeon. Device history record (DHR) review was unable to be performed for the plate as the lot number of the device involved in the event is unknown. Device history record (DHR) review was unable to be performed for the screws as the part number and lot number of the devices involved in the event are unknown. There are no indications of manufacturing defects. The instructions for use (IFU) for these parts states in the section titled warnings: if there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail. Therefore, it is important that immobilization of the fracture site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established. The size and shape of bones and soft tissue place limitation on the size and strength of implants. Surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient¿s activity level, limited blood supply, insufficient quantity or quality of bone, active or latent infection and adherence to load bearing instructions may have an effect on the performance of the implant. Plate position shall not extend across both costal margins. (When plating the sternum, long straight plates should be placed vertically.) Investigation results concluded that the reported event was due to improper surgical technique. Placing the plate to span costal cartilage would be subjected to repeated stress during respiration and could lead to implant fracture. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer.